Event description:
The sticky insert to a harmonic scalpel came off during use in an lavh. The physician stated this had happened on the case before this (earlier this week or last week, she did not remember) but she did not report it because she thought it might be a one time event. However, it happened again. The procedure was able to continue without opening another device.